Event description:
It was reported that the device had measured out of range impedances in the rv to can and rv to svc vectors. Dft testing reported normal impedances. No further information is available. It is believed that the device may have a loose setscrew.

Manufacturer narrative:
Na